Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was seen for the first post-operative programming. The patient was using electrodes 2,3,4,5,10,11,12, and 13. Therapy impedance of 90 ohms and 7.9ma were reported. Electrode impedance tested at 3v had the following results: reference 2: 3- 386 ohms, 4- 419 ohms, 5- 421 ohms, 10- 358 ohms, 11- 396 ohms, 12- 421 ohms, and 13- 430 ohms. Reference 3: 2- 386 ohms, 4- 391 ohms, 5- 416 ohms, 10- 401 ohms, 11- 369 ohms, 12- 406 ohms, and 13- 430 ohms. Reference 4: 2- 419 ohms, 3- 391 ohms, 5- 377 ohms, 10- 427 ohms, 11- 406 ohms, 12- 364 ohms, and 13- 396 ohms. Reference 5: 2- 421 ohms, 3- 416 ohms, 4- 377 ohms, 10- 427 ohms, 11- 419 ohms, 12- 389 ohms, and 13- 343 ohms. Reference 10: 2- 358 ohms, 3- 401 ohms, 4- 427 ohms, 5- 427 ohms, 11- 386 ohms, 12- 427 ohms, and 13- 436 ohms. Reference 12: 2- 421 ohms, 3- 406 ohms, 4- 364 ohms, 5- 389 ohms, 10- 427 ohms, 11- 396 ohms, and 13- 387 ohms. The caller reported that when they programmed using electrode 2, 3, 6, and 7, the patient felt stimulation at 10.4v which felt more like a cramping stimulation and was in the ligament. Caller reported using electrode 10 and 12 where the patient felt stimulation at 8.5v which felt more like the patient¿s trial stimulation sensation, but it was not in their location where they needed the coverage. Caller reported that the patient had not done the trial with the paddle lead, but during the trial the patient had been using high amplitude. Caller reported the ins battery was at 3.945v. There were no associated falls or traumas. The capper reported that they would try other parameters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that they performed impedance checks while they were on the phone with patient services. They noted they are avoiding contacts due to their repeating impedance values. The patient was programmed using different contacts, and is currently receiving great pain relief.